Manufacturer narrative:
Device not returned.

Event description:
It was reported that the pump touch screen was cracked. Subsequently, customer was unable to interact with the pump touch screen due to the cracked screen. Customer's blood glucose ranged from 216-217 mg/dl. The customer reverted to manual injections for insulin therapy.